Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6) batch/lot number: 7070265 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI)#: (B)(4) model number/catalog number: sc-2352-70 serial number: (B)(6) batch/lot number: 7070209 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI)#: (B)(4) model number/catalog number: sc-8216-50 serial number: (B)(6) batch/lot number: 14160667 model/catalog description: artisan lead 50 cm unique identifier (UDI)#: (B)(4) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number: 7070265, model/catalog description: linear 3-4 lead 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number: 7070209, model/catalog description: linear 3-4 lead 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 14160667, model/catalog description: artisan lead 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.